Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged top of the seal remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, air was aspirated and there was an observed blood leak. Venous access was performed in the right femoral vein with a 13 fr agilis sheath. The sheath was inserted without issue or difficulty. A 98 cm brk-1 xs was then used to perform transseptal puncture without issue just short of the end of the dilator. The stylet was removed and the needle/dilator/sheath were moved to the fossa ovalis where the brk-1 needle was advanced to perform the transseptal puncture. Once achieved, the needle was withdrawn slightly and the needle/dilator were removed as a unit. Then aspiration/flushing was performed as normal. A left atrial geometry was created using an hd grid x catheter through the 13 fr agilis sheath without difficulty. The hd grid x catheter was then removed and a farawave catheter (boston scientific) was inserted and the physician noted an abnormal amount of air was being aspirated during the insertion procedure. It was also noted that there was a small amount of blood coming back through the hemostatic valve. The technician said they had noticed a small bleed back through the valve during hd grid x usage as well. The farawave catheter (boston scientific) was removed, and the agilis 13 fr sheath was exchanged with a 260 cm guidewire and a replacement 13 fr agilis sheath was used without further incident. The case was completed successfully without any adverse patient consequences.